Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 38-year-old female patient who had essure (ess205) (batch no. 581521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anaemia since (B)(6) 2012, morbid obesity, gastroesophageal reflux, adenomyosis, leiomyoma nos, iron deficiency, endometriosis of uterus, peritoneal adhesions, fever, chronic cervicitis, squamous cell metaplasia, nabothian cyst, pap smear abnormal, uterine fibroid and endometrial hyperplasia. Concomitant products included ferrous sulfate (iron sulfate) since 1991, naproxen since (B)(6) 2012, oxycodone from 2006 to 2007, paracetamol (acetaminophen) from 2006 to 2007 and prenatal vitamins. In (B)(6) 2006, the patient experienced nausea ("nausea"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine"), headache ("headache"), dental caries ("dental problems : tooth decay and excessive number of cavities."), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("leg pain"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems - blurry vision"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and hot flush ("hormonal changes : hot flashes"). In (B)(6) 2006, the patient experienced weight increased ("weight gain/loss : weight gain") and weight decreased ("weight gain/loss : weight loss"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with ferrous sulfate (iron), ibuprofen, estradiol, loperamide hydrochloride (imodium) and surgery (removal of essure device on (B)(6) 2012, laparoscopic total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, nausea, dental caries, dysmenorrhoea, dyspareunia, back pain, pain in extremity, vaginal discharge, vision blurred, fatigue, weight decreased, gastrointestinal disorder, dyspepsia, alopecia and hot flush outcome was unknown, the menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dental caries, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure (ess205). The reporter commented: laparoscopic surgical procedure converted to open procedure, oth lysis-peritoneal adhesions, laparotomy nec, laparoscopic robotic assisted, patient had surgery on (B)(6) 2012 for her fibroid uterus, she most recently has endometrial biopsy. Right tube 8 coils visible. Left tube 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: abdominal pain, back pain, excessive bleeding, heamorrhage, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received :lot number was added. New events, ¿bladder disorder, urinary tract disorder, migraine, headache, nausea, dental problems: tooth decay and cavities, dysmenorrhea, dyspareunia, abdominal pain, back pain, leg pain, vaginal discharge, blurry vision, fatigue, weight increased, weight decreased, gastrointestinal disorder, dyspepsia, alopecia, hot flashes, abnormal bleeding (vaginal), menorrhagia, pelvic pain. Patient¿s demographics were added. Reporter information was added. Indication was updated. Surgery was added. Historical conditions added, concomitant medication and conditions added. Treatment drugs were added. Onset dates were added. Outcome of events were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 38-year-old female patient who had essure (ess205) (batch no. 581521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anaemia since (B)(6) 2012, morbid obesity, gastroesophageal reflux, adenomyosis, leiomyoma nos, iron deficiency, endometriosis of uterus, peritoneal adhesions, fever, chronic cervicitis, squamous cell metaplasia, nabothian cyst, pap smear abnormal, uterine fibroid and endometrial hyperplasia. Concomitant products included ferrous sulfate (iron sulfate) since 1991, naproxen since (B)(6) 2012, oxycodone from 2006 to 2007, paracetamol (acetaminophen) from 2006 to 2007 and prenatal vitamins. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine"), headache ("headache"), dental caries ("dental problems : tooth decay and excessive number of cavities."), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("leg pain"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems - blurry vision"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and hot flush ("hormonal changes : hot flashes"). In (B)(6) 2006, the patient experienced weight increased ("weight gain/loss : weight gain") and weight decreased ("weight gain/loss : weight loss"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with ferrous sulfate (iron), ibuprofen, estradiol (estrace), loperamide hydrochloride (imodium) and surgery (removal of essure device on (B)(6) 2012,laparoscopic total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, nausea, dental caries, dysmenorrhoea, dyspareunia, back pain, pain in extremity, vaginal discharge, vision blurred, fatigue, weight decreased, gastrointestinal disorder, dyspepsia, alopecia and hot flush outcome was unknown, the menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dental caries, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure (ess205). The reporter commented: laparoscopic surgical procedure converted to open procedure, oth lysis-peritoneal adhesions, laparotomy nec, laparoscopic robotic assisted, patient had surgery on (B)(6) 2012 for her fibroid uterus, she most recently has endometrial biopsy. Right tube 8 coils visible. Left tube 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: abdominal pain, back pain, excessive bleeding, heamorrhage, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the defective device") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, 5 years 9 months after insertion of essure (ess205), the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.